Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after the patient's first check and has been programmed vvi since. It was also reported that the right ventricular (rv) lead exhibited oversensing, high and undefined impedance, noise and cross-talk. The ra lead remains in use. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.